Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, the physician was unable to position the device in the right ventricle. It was noted that the helix was stretched. The device was removed and replaced with a competitor device during the procedure. The patient was in stable condition.